Manufacturer narrative:
This MDR is created as an additional follow-up. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 04/22/2021. Urinary frequency/urgency/dysuria, dull/achy suprapubic pain, hematuria - all since restorelle y implant, mild suprapubic tenderness on exam, uti. Sui, chronic pelvic pain. (B)(6) 2017 - partial excision of restorelle y with revision, diagnostic laparoscopy, lysis of adhesions, urethropexy, uv angle suspension with ethibond sutures. Intraoperative findings: restorelle y crossed the urethra, descending colon adherent to left abdominal side wall from pelvic brim extending across down into cul-de-sac. Five irregular fragments of soft pliable tan-pink and red-brown soft/pliable fibrillar tissue (range in size from 0.4 to 0.6 cm) ¿ multiple fragments of smooth muscle and fibrovascular adipose tissue. Postoperative urinary retention.